Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A manual drop test for intermittency could not be performed due to the call tech support error. A visual inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. Functional testing was performed and there was no audio. The root cause was determined to be a defective speaker assembly.